Event description:
The patient had the system placed in 2008. The patient began experiencing stimulation in his ribs and belly. One week later, a revision was performed. During the procedure one of the leads was getting inconsistent impedance results. The lead was replaced. The implanted leads were then tested with a screener cable. The pt was getting good stimulation coverage. At the end of the case, another impedance check was done and found one side of the battery over 4000 ohms. The leads were re-tested with the screener cable to ensure they were not the problem. The leads were then re-inserted in the battery several times due to suspected open connections. A new ins was then placed.

Manufacturer narrative:
The ins only was returned for analysis. It is unknown which lead was replaced. Preliminary device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete. See scanned page.